Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 24, 2022, with lot number 3179180. Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: non penetrating nicks and missing shell. Based on the device analysis the final assessment is: missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.